Event description:
Customer hospitalized due to low blood glucose. Customer received an a64 alarm. Could not perform troubleshooting due to the persistent nature of the a64 alarm. Md does not know what caused the low blood glucose levels but thought it might have been the pump.

Manufacturer narrative:
Final analysis revealed that the pump had a moter error alarm during occlusion test due to faulty force sensor, which prevented further testing. However device passed self test.